Manufacturer narrative:
Follow-up #1: date of submission 08/17/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/22/2016 with the following findings: the operations hybrid full test confirmed that the printed circuit board current measured high.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power issue; the power supply on current measured high. This complaint is being reported because high current draws may deplete the battery, potentially leading to a short battery life issue and/or pump overheating. There was no indication that the product caused or contributed to an adverse event.